Event description:
It was reported, the pt's scs system was autoreducing and pt did not have stimulation on the left side. An sjm rep interrogated the system and found invalid impedances on all contacts. Follow up revealed the leads had migrated. The physician explanted and replaced the lead. The pt reported effective stimulation coverage post operative. The explanted devices were retained by the hospital. Note, the pt was implanted with two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.